Event description:
Boston scientific received information that two weeks post implant, this left ventricular lead displayed increased threshold measurements. In addition, the patient with this lead experienced diaphragmatic stimulation. It was thought this lead was dislodged. A revision procedure was performed. This lead was successfully repositioned. Post procedure, measurements were within specification. No adverse patient effects.

Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.